Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The information received by medtronic indicated that the customer was hospitalized due to high blood glucose level on (B)(6) 2020. Customer was almost in the coma. Customer¿s blood glucose level was over 600 mg/dl, at the time of incidence. Customer reported that the machine means insulin pump was not working correctly. Customer treated with insulin drip. The insulin pump will not be returned for analysis.